Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6) 2015 the patient underwent revision surgery to excise the excess skin. Per report on (B)(6) 2015 there are no further issues and the site is healing well. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.